Manufacturer narrative:
H3: product analysis: visual and functional inspection revealed, the balloon has been damaged. The damage is tear/slice near the proximal peak. This damage is consistent with the balloon coming in contact with bone spurs, when the balloon is inflated in the vertebral body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal therapy for a compression fracture. It was reported that, after the balloon was inserted in l3 and inflated, the balloon broke when it was recovered. The rupture occurred during recovering the balloon. It was confirmed that there were no balloon fragments in the body, and without washing, cement was injected, and after the cement became solid, the operation was completed successfully. There were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned and will not be replaced. Levels implanted: l3 the sales rep did not attend the operation and the details at the time of event occurrence was unknown. It was noted the balloon broke at the time of deflation. Cavity formation was sufficient, no additional expansion was required and no new ibt was used. The pack needle, guide wire and osteo introducer was inserted; cement was mixed. The balloon was inflated and when it was recovered, it broke and the leak in contrast agent was confirmed. It was confirmed that there were no abnormalities in vital and the patient. The balloon was collected and cement was filled. Cement solid was confirmed and the wound was closed. After the contrast agent leaked, the product was not cleaned with saline. The procedure was vertebroplasty for compression fracture due to osteoporosis. The balloon was broken, so the contrast agent leaked into the patient's vertebral body.